Manufacturer narrative:
One device was returned for investigation. The device was visually inspected and functionally tested. The reported alarm was able to be duplicated. The complaint is confirmed. The rev 0 alarm that was alarming means the device is due for service. Once the clock battery was replaced the device was able to pass all functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported the device exhibited rev 0 and the alarm keeps ringing. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.